Manufacturer narrative:
Response to FDA 483 for homedics inspection 12/2006. Consumer did not provide name or if any type of bodily occurred. Consumer only requested a refund for the product.

Event description:
Consumer used heating pad on back of neck. Consumer took pad back to store with one inch burn on upper quarter of pad. Store issued a refund.